Event description:
It was reported that there was a rupture of the introducer at the junction of the hub/sheath. Just infusion liquid could exit.

Manufacturer narrative:
The tuohy borst type introducer was returned with the hub broken or torn in half. The break site does not appear cut (uneven). The sheath has been cut 3 centimeters distal of the hub and the cut section was not returned.